Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer's blood glucose at the time of incident was 12.6 mmol/l. The customer was assisted with trouble shooting. The error table advised to replace pump. The customer accepted the offer. The customer was asked to return pump for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with critical pump error and pump error confirmed in history file due to force sensor flex tail not properly plugged in to printed circuit board. Unit was received with minor scratches on case, cracked select button keypad overlay, faded serial number label, cracked retainer, pillowing keypad overlay, corroded battery tube and minor scratches on lcd window.